Manufacturer narrative:
The pod was received deployed. Cracks and indents on the external housing lined up with multiple damaged and corroded internal components. The pod would not have been able to fill and complete priming to deploy the needle mechanism given these damages, indicating that they occurred post-use. Data was unable to be downloaded as a result of the damages and corrosion. The exact cause of the reported dislodged cannula could not be determined. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.